Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) had a return of symptoms starting 3 days ago. They are having to void every five minutes. They patient stated they aren't feeling stimulation sensation anymore, and before experiencing a return of symptoms, they could barely feel stimulation. The circumstances that led to the reported issue were unknown. Patient services reviewed general programming guidance. With instruction, the patient made a slight increase to setting and confirmed that stimulation sensation is comfortable. They will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) had a return of symptoms starting 3 days ago. They are having to void every five minutes. They patient stated they aren't feeling stimulation sensation anymore, and before experiencing a return of symptoms, they could barely feel stimulation. The circumstances that led to the reported issue were unknown. Patient services reviewed general programming guidance. With instruction, the patient made a slight increase to setting and confirmed that stimulation sensation is comfortable. They will maintain stimulation level and will continue to track symptoms.